Event description:
It was reported that the lights on the remote monitor were flashing. Different outlets and power resets were also attempted. The monitor will be returned and a new monitor was ordered. No patient complications were reported as a result of this event.

Event description:
It was reported that the lights on the monitor were flashing. Different outlets and power resets were also attempted. The monitor was returned and a new monitor was ordered. No patient complications were reported as a result of this event.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Product event summary: analysis confirmed the reported event, the power supply was out of electrical specification.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.